Manufacturer narrative:
Gehc surgery field service engineer was unable to reproduce this error. Tried simulating with a lot of c-arm motor drive movement. Saved and analyzed errlog files. Found 2 errors noted in errlog associated with failure stating; mcu: error 14.0: motion_control; #6-uncommanded motion detected on orbital controller. Ordered replacement mcu/cpu board. First mcu pcb was d.o.a. Two days later, second d.o.a. Hour meter = 1821 hrs software = rel28 system config = vas 15 system is performing as intended.

Event description:
During a patient "vertebroplasty thoracic" procedure, the system locked up displaying "monitor error" on the right hand monitor. Per customer, this has occurred more than once and only with this procedure. Rebooting system allowed procedure to continue with no harm to the patient.